Event description:
Hemed cvac 9.5 fr single lumen venous catheter inserted, was putting injection cap on when the connector cracked. New catheter obtained and changed out. Catheter was inserted and removed at time of surgery.